Event description:
It was reported that during a prostatectomy procedure, the device would not cut and would not coagulate. Another like device was used to complete the case. No patient consequences reported.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the ace36p device was returned with the distal tip of the blade broken off and with the piece returned. The identified blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.